Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed and no anomalies were found. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) was checked the day after implant and found the right ventricular (rv) lead polarity switched to unipolar, but without annotation in observations screen. There were no abnormal readings in lead impedance graphs. Initially unable to switch back to bipolar due to ipg "unable to verify bipolar lead". Later able to change polarity to bipolar, and found complete loss of capture with bipolar, normal function unipolar and could not get bipolar impedance. Returned to operating room, tested lead and found normal lead function unipolar and bipolar when tested externally. Physician noted intermittent noise when pressure applied to proximal end of lead. Reconnected lead to ipg and re-verified loss of capture bipolar and normal function unipolar. The device and rv lead were explanted and replaced. No patient complications have been reported as a result of this event.